Event description:
The pt reported that his infusion device was beeping continuously and displaying four dashes in the middle of the screen. The pt was advised to disconnect from his infusion site and remove the power pack. The pt was not sure how long the power pack was in use. The pt called in on 07/26/06, and was educated on the power pack recall. The pt was advised to retrieve a new power pack and install it into his infusion device. After installing the new power pack, the infusion device reset properly, and the pt was able to place the device into run mode. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.